Event description:
The service report shows the ventilator's alarm intermittently failed to activate. The nellcor puritan-bennett customer support engineer verified the intermittent failure. The engineer inspected the device and replaced the alarm speaker. The unit passed extended self testing and no further alarm faults could be detected. This report is not an admission by nellcor puritan-bennet that this device caused or contributed to the event alleged in this report.